Event description:
It was reported that early in the morning on (B)(6) 2024 the patient had an episode where they were confused and was detached from all power. Emergency medical technicians were called to their home and were able to attach the patient's device to batteries with the ventricular assist device (vad) coordinator's assistance. This particular system controller, when attached to batteries, would flash the yellow diamond and red battery indicators. This did not happen when the patient was using the mobile power unit. The controller was exchanged. The new controller resolved the flashing alarms. A review of the log files revealed several instances where the voltages were unstable. There were no external power events that were reported to be caused by the patient. Log files from the new controller were sent on review on (B)(6) 2024. A review of those log files revealed the voltages had returned to normal, stable ranges.

Manufacturer narrative:
A3, a4: date of birth and patient weight were requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number(B)(6), and the reported episode of confusion could not be conclusively established through this evaluation. It was reported that the patient had an episode of confusion and detached from power on the morning of (B)(6) 2024. The submitted controller event log files collectively contained events from 22mar2024 through 25mar2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). This section also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.